Event description:
During a thorascopic bleb resection on the first firing of the ez35b the device stapled but only cut half way. The device was fired a second, third and fourth time and stapled but did not cut at all. A second device was opened to complete the procedure. There was no consequnece to the pt.